Event description:
It was reported that after the iab was inserted and positioned in the patient, the pump experienced high pressure alarms. The iab was removed and replaced with no associated patient complications.